Event description:
It was reported that the home patient (hp) felt full during fill one on the home choice (hc). The drain volume (dv) equaled 5198ml, the fill volume (fv) equaled 2428ml, the programmed fv equaled 2500ml, the last fill volume (lfv) equaled 0ml, the programmed initial drain alarm (ida) equaled 10ml, and the hp performed a 2500ml manual exchange during the day. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.